Manufacturer narrative:
(B)(4): neither device nor applicable imaging studies returned to manufacturer for evaluation.

Event description:
Pre-op diagnosis: spondylolisthesis onset date: (B)(6) 2012, therapy date: (B)(6) 2012 primary diagnosis: scar desunion 18 days post procedure event description: scar desunion and clinical exam diagnostics: examination (abnormal): scar desunion ((B)(6)-2012) actions taken: in-patient hospitalization: (B)(6)-2012 - (B)(6)-2012 irrigation <(>&<)> debridement: surgical wound care antibiotherapy for 12 weeks investigator and sponsorassessment: - rh-bmp2/acs relatedness: unknown - study procedure relatedness: unknown - device/other component relatedness: not applicable outcome: resolved with sequelae on (B)(6)-2012

Manufacturer narrative:
(B)(4)

Event description:
It was reported that on primary diagnosis and description changed: scar desunion and clinical exam; scar desunion of the scar of the study implant procedure.